Event description:
Scheduled for surgery on 9/9/98 for decompressive lumbar laminectomy, inferior l-3, complete bilateral l4 and superior l-5 with placement of pedicle screw fixation system and utilization of zeno-graft for interbody fusion. L4-l5. At end of case a jackson-pratt drain was placed in the epidural space. On 9/12/98, rn attemped to remove jackson pratt drain, twice unsuccessfully, due to catheter resistance. Upon 3rd attempt, drain was removed with a "large clott of tissue at the end." Pt was readmitted on 10/29/98 when surgeon noted a portion of retained drain on the six week post-operative follow-up x-ray. Retained portion removed surgically with surgeon documenting that the drain appeared to be fractured causing the tubing to break upon removal. Discussion with surgeon suggested jp tubing may have "caught with a stitch" causing the initial resistance, caring and retained tubing.